Manufacturer narrative:
(B)(6). Date of device breakage and non-union is not known. 510k: this report is for an unknown 8x330mm titanium tibial nail ex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with an unknown 8x330mm titanium tibial nail ex on unknown date. On unknown date, it was determined the nail had broken into two (2) pieces and patient had a non-union. Patient was returned to surgery on (B)(6) 2018 where surgeon removed the broken nail and four (4) intact 4.0mm titanium locking screws. Patient was revised to a 10x330mm titanium tibial nail ex. Surgery was completed successfully with no delay. Patient status reported as stable. Concomitant devices reported: 4.0mm titanium locking screw (part number unknown, lot number unknown, quantity 4). This report is for one (1) unknown 8x330mm titanium tibial nail ex. This is report 1 of 1 for (B)(4).